Event description:
It was reported that the head broke off the medullary reamer without an application error. All parts were retrieved. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The medullary reamer was manufactured by greatbatch medical. The device was received for a manufacturing evaluation and the welding between the flexible shaft and the reamer broke due to an unknown cause. The headpiece and the flexible shaft conformed to specifications. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)